Event description:
It was reported that the ilet exhibited charging difficulties over multiple prior occasions, requiring the device to fully discharge before it would accept a charge and sometimes taking up to a day to reach adequate charge despite attempts with multiple chargers; the user temporarily reverted to multiple daily injections to manage blood glucose until charging was restored. Symptoms included hyperglycemia requiring corrective therapy. Outcomes included interruption of insulin delivery and the need for alternative therapy with associated inconvenience. Investigation included customer interview and case review. Investigation of this case revealed a suspected battery or charging system performance issue consistent with device power supply or battery depletion behavior, with no allegation of acute device damage. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with a charging malfunction related to the power subsystem.

Manufacturer narrative:
Initial.